Manufacturer narrative:
The device was tested in the ate system and hvli-related failures were detected. The device was tested on the bench and it was verified the devices hvli was abnormal. Further analysis was performed and the cause of the abnormal hvli measurements was due to an integrated circuit anomaly. All other device functions were normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac tamponade.